Event description:
The pt elected to have the plate and screws removed. During removal the pegs "cold welded" in the plate causing an hour delay in surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.